Event description:
This unsolicited case from (B)(6) bwas received on 07- dec-2017 and 08-dec-2017 (both information processed together with clock start date of 07-dec-2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had burn sensation, swelling, flushing and there was underwent a liquid puncture of one knee/ extracted liquid was non-infectious inflammatory liquid. No medical history, past drugs, concomitant medication or concurrent condition was provided. Important comorbidities, such as diabetes and rheumatoid arthritis, were denied. Patient had received synvisc one 6 months ago (estimated by (B)(6) 2017). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient made use of the medication. On an unknown date in 2017, latency unknown, patient experienced burn sensation, swelling and flushing after injected the product. As corrective treatment, the patient underwent to a liquid puncture of one knee. The reporter did not know to inform which knee was. On an unknown date in 2017, after unknown latency, the patient performed an exam of the extracted liquid, and the result was a non-infectious inflammatory liquid. The patient had been well, and recovered. It was informed that the patient's physician was aware of this case. The physician related the event to synvisc one. No further information was provided. Action taken: unknown corrective treatment: liquid puncture of one knee for all events outcome: recovered for underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid and recovering for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) reporter's causality: underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid: related to synvisc one and not reported for rest of events seriousness criterion: required intervention for burn sensation, swelling, flushing additional information was received on 21-dec-2017 from physician. Past drug was added. An additional event of underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid was added along with details. Reporter's causality was added. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 07- dec-2017 and 08-dec-2017 (both information processed together with clock start date of 07-dec-2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had burn sensation, swelling, flushing and there was underwent a liquid puncture of one knee/ extracted liquid was non-infectious inflammatory liquid. No medical history, past drugs, concomitant medication or concurrent condition was provided. Important comorbidities, such as diabetes and rheumatoid arthritis, were denied. Patient had received synvisc one 6 months ago (estimated by (B)(6) 2017). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient made use of the medication. On an unknown date in 2017, latency unknown, patient experienced burn sensation, swelling and flushing after injected the product. As corrective treatment, the patient underwent to a liquid puncture of one knee. The reporter did not know to inform which knee was. On an unknown date in 2017, after unknown latency, the patient performed an exam of the extracted liquid, and the result was a non-infectious inflammatory liquid. The patient had been well, and recovered. It was informed that the patient's physician was aware of this case. The physician related the event to synvisc one. No further information was provided. Action taken: unknown corrective treatment: liquid puncture of one knee for all events outcome: recovered for underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid and recovering for other events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid: related to synvisc one and not reported for rest of events seriousness criterion: required intervention for burn sensation, swelling, flushing additional information was received on 21-dec-2017 from physician. Past drug was added. An additional event of underwent a liquid puncture of one knee/extracted liquid was non-infectious inflammatory liquid was added along with details. Reporter's causality was added. Clinical course was updated and text was amended accordingly. Follow up was received on 07-dec-2017. No new information received. Additional information was received on 26-jan-2018. Ptc results were added. Clinical course updated. Text was amended accordingly.

Event description:
This unsolicited case from brazil was received on (B)(6) 2017 (both information processed together with clock start date of (B)(6) 2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had burn sensation, swelling and flushing no medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient made use of the medication. On an unknown date in 2017, latency unknown, patient experienced burn sensation, swelling and flushing after injected the product. As corrective treatment, the patient underwent to a liquid puncture of one knee. The reporter did not know to inform which knee was. It was informed that the patient's physician was aware of this case. Corrective treatment: liquid puncture of one knee for all events. Outcome: recovering for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criterion: required intervention for all events.